Manufacturer narrative:
This report is for an unknown drill bit. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2015, during femur fracture operation, a drill interfered with the distal nail hole while the surgeon was drilling the bone to insert distal locking screw. The operation delayed for 20 minutes. This report is for an unknown drill bit. This is report 3 of 4 for (B)(4).